Event description:
It was reported that the patient experienced a loss of therapeutic effect secondary to the stimulation being turned off due to leads disconnecting. She was admitted to the hospital for nine days. The leads were replaced. No surgical complications were reported.